Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, and complete vaginal prolapsed. It was reported that patient experienced intra operative hemorrhaging approximately 1000 ml and post op urinary retention that resolved. Patient did need 4 units of prbcs. It was also reported that patient experienced pain, urinary/bowel problems, exposure and erosion of mesh. There is documentation that a few months post op, patient had exposed mesh excised. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh as well as (bs) pinnacle were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.